Event description:
It was reported that the patient presented and was diagnosed with a loose acetabular cup (durom) which ultimately resulted in a revision of the cup.

Manufacturer narrative:
Information was forwarded from the owner establishment zimmer inc., which markets the devices in the u.s.